Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify off no power, low battery, bad battery, weak battery and battery out limit alarm due to failed battery test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump had battery out limit, failed battery test and weak battery alarm. The customer¿s blood glucose level was unknown. The customer started to have issue with battery out limit during use as well as weak battery and failed battery test. The insulin pump will not be returned for analysis.